Event description:
The pt was undergoing initial fusion surgery from l3-s1 on (B)(6)2009, when the surgeon accidentally used the wrong wrench to tighten the locking nut of the speedlink ii large connector. The center nut stripped and splayed. The speedlink connector was removed and replaced with another connector. There was no harm to the pt.

Manufacturer narrative:
Requests have been made for the return of the product. Device mfg date is unk. Eval is pending.